Event description:
User facility medwatch report received states "perclose device was inserted to close the groin and misfired. Perclose device had tangled suture." Customer report source contacted and the following additional information was received. It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, the sutures were tangled when attempt was made to harvest them. The device was removed and a second proglide and manual arterial compression were used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The sutures may tangle due to a number of factors including, but not limited to a manufacturing deficiency, operator deployment technique, or patient anatomical conditions. The sutures may tangle during harvesting if the operator does not apply enough tension while pulling on the limb suture. However, no information was provided regarding the deployment technique of the operator. A femoral angiogram performed prior to arteriotomy closure did not reveal any vessel calcification, vessel tortuosity, or access site/groin scarring. The customer also indicated that there is no patient history relevant to this incident. Based on the reported information and the inspection criteria, a definitive cause for the reported tangled sutures and the associated patient effects could not be determined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot. A query of the complaint database revealed no previous incidents reported for tangled suture. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. In addition, a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4).